Manufacturer narrative:
Submit date: 10/25/2016. An investigation is currently underway; upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with an x-ray gauze. Customer states that the edges of the gauze are extremely frayed and were like that when they opened the package. Customer says this cannot be used in surgery.